Event description:
Information was received indicating that while in use of a smiths medical cadd legacy pump for a life sustaining infusion, it was noted that the pump exhibited beeping. The reporter also indicated that the patient was instructed to turn the pump on, the pump seemed to be working but it did display lec 1310 message. Subsequently, the patient started using a back up pump. No patient consequences were reported. No adverse effects were reported.